Event description:
Internal fixation utilizing vhs system performed in 2000. Pt returned to surgery with reported non-union hip fracture in 2001. Vhs hardware was removed and bipolar hip prosthesis was implanted. It was noted intraoperatively that the lag screw component had fractured.